Manufacturer narrative:
.

Event description:
It was reported that the patient was seen and the device could not be interrogated. It was reported that the patient's generator has not been managed in a number of years. It was reported that the patient needs his generator replaced. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Event description:
Additional information received revealed that the patient's generator was replaced.